Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had problems during the night because they had bleeding and oozing fluid from their incision site. They went to the hospital and the doctor re-prepped the area, and they just got discharged the morning of the call. The next day the patient stated that they were laying in a hospital bed, and their main concern was the drainage coming from their back. On (B)(6) 2019 the patient mentioned that since the first day of their trial, their incision site had been seeping fluids and blood, so they had seen their clinician to have it re-bandaged, but the drainage had continued. It was also mentioned that it had been leaking through pads and their clothes. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.